Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the pump dispensed insulin during the load cartridge step. There is no additional information available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated "no cartridge detected" warnings on the first load attempt; the pump was right out of the box and was never used. During investigation, a load step was performed and the pump stopped immediately at 205 units. A cartridge was inserted and the pump was primed. An occlusion alarm occurred after running a basal program. Investigation revealed a detached pcb component from the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).